Event description:
A nurse called zoll customer support to report that a (B)(6) female pt was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the electrode belt trunk cable connector pins were bent. The root cause for the bent pins could not be positively identified but was likely excessive force while connecting the electrode belt to the pt's monitor. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.